Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient¿s wife found the patient unresponsive at 3:30am and administered him with sugar by mouth. She tested his bg with a meter and the meter was showing 25mg/dl but the cgm was showing 70mg/dl. The patient¿s wife called 911 and when the emergency medical technicians (emts) arrived, they tested the patient¿s bg which was also 25mg/dl. The emts administered the patient with intravenous (IV) therapy of dextrose until the patient regained consciousness. The emts recommended that the patient eat and after the patient ate a sandwich and drank a soda, their bg increased to 180mg/dl; however, the dexcom was displaying an error reading symbol (???). The patient¿s wife indicated that after they had entered the value of 25mg/dl, the error reading symbol occurred. The patient declined to go to the hospital. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data.